Manufacturer narrative:
G4:27jan2021. B4:28jan2021. The customer replaced the central processing unit to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:07apr2021. B4:08apr2021. Additional clarification was received from the customer. The customer confirmed the ventilator was in use on a patient and the patient was swapped to a different ventilator due to the issue. No additional patient harm was reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:07feb2021; b4:15feb2021. The customer clarified that the error occurred while the ventilator was in use and it caused a delay. No patient harm was reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
It was reported that the ventilator had an error associated with check vent: backup alarm failed. There was no patient involvement. The customer troubleshot with technical support and stated that the power management board had already been replaced. The customer was advised to replace the central processing unit (cpu).